Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering logs were not available for this device at the time of review. No evidence of a malfunction was found based on the available information. Based on the data provided, the event could not be attributed to a device-related failure. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, while preparing for their first supply change, they experienced a low blood glucose (bg) event. The ilet displayed a bg of 46 mg/dl, and a fingerstick reading showed 66 mg/dl. The user treated the low with 7 g of carbohydrates (glucose tabs), and the ilet reading increased to 58 mg/dl. After completing the supply change and resuming insulin delivery, a fingerstick measured 50 mg/dl, and the user took an additional 15 g of carbohydrates. The user reported feeling sweaty and ¿off¿ but improved to 93 mg/dl before ending the call. No medical intervention was required, and the user remained on the ilet.